Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was exhibiting noise. The physician elected to not revise or replace the lead. The lead was left in place and being monitored. There were no adverse health consequences to the patient.